Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient eye vision pre-operative at 6/12, and at 2 months post operatively, -0.75/-0.25, ucdva 6/18, uciva/ucnva: j8. The optometrist prescribed progressive glasses due to need for bus driving (w +2.25add). Additional information has been received and stated that patient has been discharged to the optometrist and progressives were prescribed achieving 6/9+ vision in each eye respectively. There are two medical device reports associated with this patient. This report is associated with right eye.